Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that on (B)(6) 2016 the patient lost stimulation in their painful area after they put on their shoes and pants. This was reported to have been a post-operative event as the patient had been implanted earlier on the (B)(6) 2016. The patient felt the stimulation move when they stood up after putting on their pants and shoes. Prior to that, the patient had stimulation coverage in the painful area. The manufacturer representative tried reprogramming the patient to get coverage back but it continued to be in the opposite leg and just at the bottom of the right foot. The manufacturer representative saw the patient the next day to try to reprogram again to see if anything changed but the reprogramming was unsuccessful again. The health care professional (hcp) requested an x-ray the day after the leads were placed and was able to see that the leads had moved. The hcp then removed the trial leads. Clarification was received from the manufacturer representative that stated that the cause of the lead migration was not determined; however, it was assumed that the lead migration took place when the patient bent over to put on their shoes as the patient had great coverage to their pain areas during the post-operative programming session. The patient had been informed to not lift, twist, or bend. The manufacturer representative had not been in the room while the patient had been dressing but was told later that the stimulation had moved after the patient bent over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.